Manufacturer narrative:
Device received with unresponsive buttons due to corroded electronic assembly. Unable to confirm pump error 23 alarm or frozen screen due to unresponsive buttons.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump received pump error alarm. Customer reported they were unable to clear the alarm. Customer reported that the time clock did not advance and received frozen display on the screen. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.